Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported "complete rupture of the right implant, occurred without an obvious external factor/incident", "severe pain syndrome" and "the implant is uneven, distinct, the integrity of the implant is compromised along the inner and outer contours, the presence of a heterogeneous area outside the implant along the inner contour". This record is for the right side. Device has been explanted.